Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9095602. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-04-05. Medical device lot #: 9081676. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-22. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to low draw as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® ctad blood collection tube had an insufficient vacuum and underfilled during use. Lot #'s 9095602 and 9081676 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from (B)(6) to english: "difficulties to fill the tubes (insufficient vacuum in the tube). 1 to 2 percent of tubes refused to insufficient fill."